Event description:
During transfer from chair to bed, above the bed one connection in between head and body support suddenly was broken. Pt came on bed. Pt aged 86 little wound on hand, very upset. One person involved.